Event description:
Following routine sweat chloride testing with the quantitative pilocarpine iontophoresis procedure using the gibson cooke sweat test apparatus, dark spots on left lower arm were noted after the test was complete and gauze was removed. Six months later, patient presents with persistent skin changes and apparent scarring of the region. A thorough investigation of the reagents, equipment, procedure, staff, training, and competency was performed and no specific cause could be identified.